Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that "it is necessary to replace the buffer battery" for the heartstart xl. There was no pt involvement.